Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin pump had blank display after changing multiple batters. Customer's blood glucose was unk. The customer was assisted in the troubleshooting and the display returned. Advised the customer the battery cap would be replaced to rule out any issues with the battery cap. No further info provided.